Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: ''according to the customer's report, the liquid leaked from the needle (connection to the syringe)."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/20/2021. H.6. Investigation: a device history record review was completed for provided lot number 201003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the sample was returned to bd for evaluation. Through examination of the sample and pictures provided, leakage was observed. It was determined that the leakage resulted from a crack/split within the cannula component. It has been concluded that the cracked cannula originated at the cannula manufacturing site.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: " according to the customer's report, the liquid leaked from the needle (connection to the syringe)."